Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door double clicking and failing each time it was accessed. A field service engineer tested in application and diagnostics. Uninstalled center column and inspected unit. Found oxidation on the micro switches on door 4 causing the door failure condition. Replaced all four latches with new enhanced latches. Verified proper operation by testing in hardware mode and application multiple times. Station was fully functional and operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer 1 experienced a hardware failure. The remote smart service (rss) status showed the station as online. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication however, there were no delays, adverse events or injuries reported based on this event.